Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: dust particles inside the emerald fw 5ml 23g incident occur : before use.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. No dust particle was observed from the returned photo. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: dust particles inside the emerald fw 5ml 23g. Incident occur: before use.